Event description:
As reported by the equinoxe shoulder study, this 63 y/o male patient had a humeral fracture, an intraop calcar fracture in the shoulder. Surgeon used orif with cable during surgery. The case report form indicates this event is not related to devices and definitely related to the procedure. This event report was received through clinical data collection activities. Outcome is continuing. Device is not returning, clinical study.

Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): 320-38-00 - equinoxe reverse 38mm humeral liner +0. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-06-38 - glenosphere. 320-15-02 - rs glenoid plate sup aug, 10 deg.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.